Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis and death in a female patient coincident with unknown dianeal therapy. Information was received from the facility nurse: on (B)(6) 2012, the patient was hospitalized for peritonitis. It is unknown what date the peritonitis began. It is unknown if the cause of the peritonitis was due to a break in aseptic technique. It is unknown what medical interventions were administered. On (B)(6) 2012, while still in the hospital, the patient died. Reportedly the cause of death (cod) was peritonitis. Dianeal therapy was ongoing at the time of death. It is unknown if patient was connected to the homechoice device at the time of expiration. It is unknown if an autopsy was performed. The nurse reported the event of peritonitis and death were not related to the dianeal solution, the homechoice device, or any baxter disposable product. No further information is available as the dialysis facility has not received any hospital records.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.